Event description:
Stool for occult blood sent; lab called and said there was something wrong with the specimen cards. They are light blue in color to start before the testing was done, and blue is a positive test.